Event description:
The pace-sense portion of this rv lead was capped and replaced due to an unspecified malfunction. The shock portion of this lead remains actively implanted. Should additional information become available, this file will be updated.